Event description:
It was reported that during the procedure after placing the right atrial (ra) lead and fixating into the heart the pacing thresholds were high. The lead helix was retracted several times to attempt to reposition the lead, but after several attempts it was noted that the helix would not retract, thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.